Manufacturer narrative:
During processing of this complaint, attempts were made to obtain event information. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that following an implant procedure on (B)(6) 2020, the patient died of unknown causes on (B)(6) 2020.

Event description:
1627487-2020-31383. It was reported that following an implant procedure on (B)(6) 2020, the patient died of unknown causes on (B)(6) 2020.

Manufacturer narrative:
Correction: b5 was adjusted to include a reference number mistakenly omitted in previous reporting.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.